Event description:
A surgeon reported that a system message displayed advising of a bad central processing unit (cpu) battery at start up prior to a vitrectomy procedure. The surgeon also had a problem with the probe only cutting at 2500cpm instead of 5000cpm during surgery. The procedure was completed without delay and with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).